Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the unit was not able to maintain pressure. There was no injury reported.

Event description:
Please refer to initial MFR report #9611500-2018-00162.

Manufacturer narrative:
The dispatched fse could verify the reported issue and could derive from the log certain error codes that point to a leakage through the expiratory port that was measured during inspiration phases. The problem was traced back to the pneumatic section of the peep valve. The part was replaced and the device passed all consecutive tests and is back in use. Dräger finally concludes that the device detected a deviation in the ventilation parameter and responded as designed by alerting the user by means of a corresponding alarm. It was explicitly reported that the issue did not result in any consequences for the patient.